Manufacturer narrative:
No additional information is given by the consumer. No product was returned for investigation. No injury was reported, no medical attention was sought. This is being reported because if part of the device is swallowed due to delamination, medical attention may be necessary to remove the device.

Event description:
Customer states "the hard rubber rubs on his tongue and that the blue gummy part is separating from the hard rubber."